Event description:
It was reported the pump was eroding through the skin. The pump was removed and replaced but put in on the other side of the patient. The patient was doing ¿great¿ and recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039990r, implanted: (B)(6) 2000, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly. Per the print report the pump was used to deliver hydromorphone.